Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were inserted into pt for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm morphology is unk. Iliac arteries were 12 mm in diameter as seen under angiography. Iliac morphology was smooth and healthy with mild tortuosity and no calcification. The delivery system was advanced over a .035" lunderquist guidewire and prior to reaching the aneurysm site the delivery catheter kinked. After the use of multiple dilators and sheaths another 26 mm diameter x 15 mm diameter x 13.5 cm aneurx bifurcated stent graft with xpedient delivery system was sucessfully deployed and the pt is reported to be fine. Medtronic ave has received the returned device and its evaluation has been completed. The device was received with the stent graft loaded. As received, the device was kinked near the end of the graft cover. No obvious anatomical features were reported that could have contributed to the device kinking, however, it should be noted that a second device deployed successfully after insertion of multiple dilators. The cause of the device kinking and insertion difficulties cannot be determined.